Manufacturer narrative:
Per the clinic, it was reported that the patient was administered a steroid injection on (B)(6) 2016 for swelling and inflammation at abutment site. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
It was reported that the patient experienced swelling and inflammation at the implant site. Subsequently, the patient was treated with antibiotics (date, type and duration not reported); however, the issue persists. Clinical management is ongoing.